Manufacturer narrative:
An event regarding osteolysis involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records indicated " the operative record confirms a primary triathlon knee was inserted in 2009. No documentation regarding the revision surgery was provided. The root cause of this reported mechanical complication requiring revision surgery cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of medical records indicated " the operative record confirms a primary triathlon knee was inserted in 2009. No documentation regarding the revision surgery was provided. The root cause of this reported mechanical complication requiring revision surgery cannot be determined from the documentation provided." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Revision of insert of previous triathlon implanted in 2004 due to lysis/loose. Patella resurfaced also.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of insert of previous triathlon implanted in 2004 due to lysis/loose. Patella resurfaced also.